Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that the patient was implanted with an impella 5.5 via percutaneous right axillary/subclavian artery for mechanical circulatory support. A purge fluid leak was reported. It was found that the purge fluid was leaking from the housing that covers the pressure reservoir and purge filter during use. No purge-related alarms were noted. There was no change in purge pressure/purge fluid. The purge set was not replaced by this date.

Manufacturer narrative:
D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated - the pi was completed with physical product returned. The cause of the fluid leak - sidearm could not be determined as limited clinical details were provided and issue did not reproduce with returned product.